Manufacturer narrative:
Event 3. This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation result: no sample received and no picture available for a proper analysis. Device history record (DHR): reviewed the DHR for batch: 24d20ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Final control flow rate report of affected batch: 24d20ged41 was reviewed. The average flow rate deviation from the nominal flow rate was between 3.11% and 9.61%. All samples were within specification of ±15%. Statement: there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Refer IFU statement. Factor 2 folded outer shell (outer layer): folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed.

Event description:
Event 3 according to the event description: after 12 hours the easypump was already empty instead of the 24 hours. This has happened 3 days in a row. The patient was connected to a PICC line of flucloxacilline. 12 g flucloxacilline in 200 ml nacl 0,9%. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event 3 this report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.